Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of left femoral artery, the surgeon was able to squeeze the handle, but the clip did not close properly. The artery was sutured to resolve the issue and complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received partially applied with three remaining clips. Visual inspection of the instrument revealed no abnormalities. Functionally, the instrument was fired once in air and proper clip formation was confirmed. The remaining clips were then fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaw from approximating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ligation of left femoral artery, the surgeon was able to squeeze the handle, the clips formed properly but did not close the vessel strong enough. The artery was sutured to resolve the issue and complete the case. There was no patient injury.